Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure after the patient began to thrash. The customer was successful in transducing the fluid lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The extracorporeal tubing and pressure tubing were returned cut at approximately 5.3cm from the rear of the y-fitting and 6.9cm from the female port respectively. Additionally, an optical fiber break was also observed at approximately 74.9cm from the iab tip an underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and partial pressure tubing was performed and no leaks were detected. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and was found occluded with dry blood. Unable to clear occlusion. The optical fiber was found broken, confirming the reported problem. However, we are unable to determine how or when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure after the patient began to thrash. The customer was successful in transducing the fluid lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 411847.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure after the patient began to thrash. The customer was successful in transducing the fluid lumen. There was no patient harm or adverse event reported.